Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a penetrating atherosclerotic ulcer and a 62mm thoracoabdominal aneurysm that was distal to the previously implanted talent stent graft. The physician did an extensive surgery whereby reimplanting the celiac, superior mesenteric artery and renal arteries, and then placed stent grafts from the previously placed thoracic stent graft all the way to the iliacs. Prior, the proximal neck was 35-34-33-35 mm in diameter and 10 mm in length. The left common iliac artery was 10-12 mm in diameter and the right common iliac artery was 10-8 mm in diameter. The right and left external iliac artery measured 8 mm in diameter. The physician implanted the valiant device approximately 4 to 5 cm of overlap of the talent stent graft as the physician thought the only true landing zone that the patient would have would be inside the old stent grafts. An endurant bifurcate and two limbs were successfully implanted in the left iliac arteries. Also, another endurant limb was successfully implanted on the right side. The patient coded and the family decided to withdraw care. The patient expired two days after implant.